Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached extension leg is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed the extension leg tubing of the returned catheter was detached from the molded joint. The extension leg tubing proximal to the break was observed to narrow with a flared distal end. What appeared to be material from the molded joint was observed on the detached segment of the extension leg tubing. Use residue was observed on the returned sample. The molded joint was bisected, and a microscopic observation revealed the break was within the molded joint and a portion of the extension tubing remained within the molded joint. The break sites were observed to be mostly flat and granular. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: we were not informed of any leakage that occurred prior to the incident of attempted removal. The patient was on daptomycin 450mg once daily infused over 30min, zosyn 3.375gm q8hr infused over 4h, and ns at 100ml/hr continuously.

Event description:
It was reported that the patient pulled on line out of confusion and hub disconnected from line. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.